Manufacturer narrative:
One ampere¿ rf ablation generator was returned for investigation. When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen, and no abnormal changes to the displayed values were observed when rf testing was performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, root cause of the impedance issue and subsequent procedure cancellation could not be conclusively determined.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2019-00562, 2182269-2019-00177, 2030404-2019-00104. Following an atrial fibrillation procedure, a stroke occurred. During the procedure, the impedance fluctuated from 120 to 999 ohms and the distal ablation signal appeared incorrectly on the screen. The procedure was completed successfully. Following the procedure, the patient lost sensibility in one hand and could not control their mouth. The patient fully recovered in two days and is in stable condition. The cause of the stroke is unknown.